Event description:
Reportedly, upon pacemaker interrogation on (B)(6) 2014, some parameters were unexpectedly changed. An explanation is requested.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Code (other): the programmer files were reviewed. Conclusion: when the device was interrogated on (B)(6) 2014, it was programmed in nominal mode. Analysis revealed that, just before that interrogation, a nominal command was sent by the user who pressed the emergency icon on the programmer. The pacemaker was then successfully reprogrammed with its original settings (as of (B)(6) 2013). Please refer to the attached analysis report no. (B)(4)for complete details.